Event description:
Device issue: stent fracture. Time of device issue: 3 years post procedure. Adverse event: none. It was reported via a trial that approximately 3 years post successful xact stent implantation in the left internal and common carotid arteries, x-ray revealed a grade 1, distal stent fracture. The pt is asymptomatic and no treatment is planned. There was no adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info. This report was originally filed under manufacturer report number 3004742046-2010-00293. This submission represents the corrected manufacturer report number.